Manufacturer narrative:
The reported event occurred on an unspecified date in 2017. Concomitant product: vancomycin - hospira, ndc 0409-6533-01, lot number gr17b02037. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty using a vial-mate adaptor causing low vancomycin troughs. The vancomycin was reconstituted with a baxter solution bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.